Event description:
It was reported that on (B)(6) 2023, a 7f amplatzer trevisio intravascular delivery system (atv) was chosen for a procedure. During the preparation, while rinsing it was noted that the y piece, or hemostasis valve, of the device was screwed on tightly, and air was drawn through the y piece. The delivery system did not make patient contact. A new 8f amplatzer trevisio intravascular delivery system was chosen and the procedure completed successfully. There was no reported patient issue. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 7f amplatzer trevisio intravascular delivery system (atv) was chosen for a procedure. During the preparation, while rinsing it was noted that the y piece, or hemostasis valve, of the device was screwed on tightly, and air was drawn through the y piece. The delivery system did not make patient contact. A new 8f amplatzer trevisio intravascular delivery system was chosen and the procedure completed successfully. There was no reported patient issue. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of air entering through the hemostasis valve was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The device was received for examination and no leaks or air was noted during testing upon return to abbott. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.